Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer's reported issue. The unit was powered on while docked onto a known good ptdc with a known good lung and known good circuit connected. The unit powered on and boot up with no issues. The service technician performed the touch screen calibration test ten times and no abnormalities were found, however, during extended bench testing, the unit failed for alarming "button stuck". Further bench testing revealed that the lcd display was physically damaged by the center of the lower display. The service technician then performed the initial final test and initial alarm volume test and the unit passed with no issues. Carefusion replaced the lcd display to address the reported issue.

Event description:
It was reported to carefusion that the ventilator's touch screen was intermittently not responsive. There was no patient involvement associated with this complaint.